Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s mother reported via phone call that the insulin pump has a and e alarms after battery change. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The insulin pump will reset the time and date and asks to redo the reservoir. Troubleshooting was performed and reviewed the alarm history and found external ram crc error. Alarm did not occur during the rewind/prime sequence. Assisted customer in performing a self-test and the test passed. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.